Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vaginal hysterectomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, and dyspareunia.

Event description:
(B)(4) received an e-mail from the ethicon risk manager stating the following: it was reported that the patient underwent a surgical procedure on (B)(6) 2008 and gynemesh and tvt were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2008 and mesh was implanted additionally with uterosacral vault suspension, cystoscopy and posterior repair due to pelvic prolapse and sui. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.